Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guide wire tip requiring medical intervention, tip stented against vessel wall. Device malfunction: separated guide wire tip. It was reported that the bmw was advanced down the first diagonal of the lad after stenting the lad. As the guide wire was pulled back through the struts, the distal part of the guide wire got stuck on what might have been the struts of the stent. The most distal part of the guide wire broke off. An attempt to retrieve the end of the guide wire was made by using a retrieval device. Unfortunately, this was not possible and the piece that was broken off had to be stented against the walls of the vessel. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. The shaping ribbon was separated 2.1 cm distal to the center solder. The shaping ribbon was in a corkscrew shape at the separation. The separated portion of the tip was not returned including the tipball. The tip core was separated 2.2 cm distal to the center solder. The tip coils were separated and were pushed distal from the center solder for a length of 6 mm. There were offset intermediate coils sporadically proximal to the center solder for a length of 3 mm. There was no other damage noted to the guide wire. The stent delivery system used in the procedure was not returned. This product was sent to the lab for further analysis. Product performance engineering has reviewed the case description. The shaping ribbon was a corkscrewed shape, consistent with separation of this type. The separated portion was not returned, as reported. There were offset intermediate coils proximal to the center solder most likely as a result of use in the procedure and/or interaction with anatomy or other product. Sem analysis was performed and indicated that the shaping ribbon and tip coil failure were subjected to tensile overload, which in addition to the core failure, most likely caused the distal tip to detach. A guide wire being over pulled typically requires the tip to be trapped within the anatomy or another device in order to create these forces. In this case, it was reported that the wire was potentially pulled back through stent struts. If the tip became trapped by the stent struts, any additional attempts to retract the wire in this state would exceed design limits and cause the reported separation. The IFU states: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. The instructions for use also state: do not push, auger, withdraw or torque a guide wire that meets resistance ... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Based on the reported information and analysis of the returned guide wire, the cause of the separation and subsequent damage to the guide wire appears to be a result of case circumstances. The eventual stenting of the tip against the vessel wall appears to be the result of the separation and failed attempts to retrieve the tip. To ensure guide wire damage and shaping ribbon separation does not occur as a result of a product deficiency, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a tip pull test is performed on each wire to ensure proper attachment. Additionally, quality control performs on line reliability testing to verify the product quality. A review of the lot history record was performed and indicates that this lot met all the manufacturing requirements. Additionally, there were no other incidents reported with this part and lot combination. This MDR is considered closed by the product performance group.